Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery two handles of two different batches of ar-1588h cracked during suture tensioning. Additionally, the ar-1588rt-2j suture also got torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update on 11-jun-26: further information was provided that the suture of the 1588rt-2j did not experience any issues during the surgery.